Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test." Concomitant products included escitalopram oxalate (lexapro), etonogestrel (implanon), paracetamol (tylenol) and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), depression ("depression"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), adhesion ("adhesions"), pain in extremity ("left leg pain"), cystitis ("bladder infection") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, depression, back pain, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, adhesion, pain in extremity, cystitis and dizziness outcome was unknown and the migraine was resolving. The reporter considered adhesion, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 coils noted on the right side and 10 coils noted on the left side. Physician has recommended removal of the essure device. Her hysterectomy surgery has been scheduled for (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: anxiety, dyspareunia, chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: endometrial cavity"), pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test.". Concomitant products included escitalopram oxalate (lexapro), etonogestrel (implanon), paracetamol (tylenol) and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("migraine headaches") and the first episode of depression ("depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of depression ("depression"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), adhesion ("adhesions"), pain in extremity ("left leg pain") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 18-sep-2017. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of depression, migraine, back pain, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, adhesion, pain in extremity and cystitis outcome was unknown. The reporter considered adhesion, alopecia, back pain, bladder disorder, cystitis, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: physician has recommended removal of the essure device. Her hysterectomy surgery has been scheduled for (B)(6) 2017 at hospital. There were 4 coils noted on the right side and 10 coils noted on the left side. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events anxiety, dyspareunia, chronic pelvic pain . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), depression, migraines / headaches, migration of essure device location of device: endometrial cavity, nausea, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain and hair loss were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('excessive abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test.". Concomitant products included escitalopram oxalate (lexapro), etonogestrel (implanon), paracetamol (tylenol) and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), adhesion ("adhesions"), pain in extremity ("left leg pain") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, depression, back pain, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, adhesion, pain in extremity and cystitis outcome was unknown and the migraine was resolving. The reporter considered adhesion, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 coils noted on the right side and 10 coils noted on the left side. Physician has recommended removal of the essure device. Her hysterectomy surgery has been scheduled for (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: anxiety, dyspareunia, chronic pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome of migraines was updated to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: endometrial cavity') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent an essure confirmation test.". Concomitant products included escitalopram oxalate (lexapro), etonogestrel (implanon), paracetamol (tylenol) and topiramate. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced migraine ("migraine headaches"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), depression ("depression"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), adhesion ("adhesions"), pain in extremity ("left leg pain"), cystitis ("bladder infection") and dizziness ("dizziness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, depression, back pain, vaginal haemorrhage, menorrhagia, headache, nausea, dyspareunia, fatigue, weight increased, alopecia, bladder disorder, urinary tract disorder, adhesion, pain in extremity, cystitis and dizziness outcome was unknown and the migraine was resolving. The reporter considered adhesion, alopecia, back pain, bladder disorder, cystitis, depression, device expulsion, dizziness, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were 4 coils noted on the right side and 10 coils noted on the left side. Physician has recommended removal of the essure device. Her hysterectomy surgery has been scheduled for (B)(6) 2017. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: anxiety, dyspareunia, chronic pelvic pain . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event dizziness. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), migraine ("migraine headaches") and back pain ("back pain"). The patient was treated with surgery (hysterectomy surgery has been scheduled). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, depression, migraine and back pain outcome was unknown. The reporter considered back pain, depression, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: physician has recommended removal of the essure device. Her hysterectomy surgery has been scheduled for (B)(6) 2017 at hospital. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.